Event description:
As reported via (B)(4) study, a patient experienced hematoma following the index procedure, and periprocedural mi post index procedure based on the received adjudication minutes, and stable angina at 30 day follow-up visit. At the time of the index procedure, the angiography revealed 90% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The proximal right coronary artery was described as 10mm in length, class b1, moderately calcified, and de novo. The pre-timi flow was ii prior to the procedure. The lesion was treated with a 3.5 x 18mm cypher rx stent at 10atm pressure by direct stenting. The stent was post-dilated with a 3.5 x 18mm balloon at 14atm pressure as a standard procedure. The post-timi flow was iii. No dissection was reported following the procedure. Following the procedure, the patient experienced hematoma and manual pressure and with sandbags treatment was conducted. It was reported that the hematoma was noticed on greater than 5cm of area. The event of hematoma was resolved without sequelae. It was reported that the cordis (avanti) sheath was used at the end of the procedure and not to treat hematoma. According to the investigator, the hematoma was not related to the cypher stent, but probably related to the index procedure. It was reported that the ck was 545 (232 unl) and ck-mb was 5.0 (3.6 unl) 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported intermittent, isolated ventricular premature depolarizations, no new major st-t abnormalities, no new q waves and inadequate tracing quality due to severe artifact, but the committee agreed with the periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day. At 30 day follow-up visit, the patient experienced stable angina.

Manufacturer narrative:
No treatment or testing was conducted to treat angina and no testing was performed to verify the stent patency of the stent implanted during index procedure. Concomitant medications included ace inhibitors, beta blocking agents, bivalirudin, calcium channel blockers, glyburide, lantus, novolog, and trazodone. Complaint conclusion: the complaint received states that this cypress study patient peri-procedural mi and stable angina at the 30 day follow up. This is a (B)(6) female with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, congestive heart failure, diabetes mellitus type ii, renal insufficiency, history of smoking, codeine allergy, morphine allergy, sulfa allergy, and statins allergy. At the time of the index procedure, the angiography revealed 90% stenosis in the proximal rca. The proximal right coronary artery was described as 10mm in length, class b1, moderately calcified, and de novo. The pre-timi flow noted was as 2 prior to the procedure. The lesion was treated with a 3.5 x 18mm cypher rx stent at 10atm pressure by direct stenting. The stent was post-dilated with a 3.5 x 18mm balloon at 14atm pressure as a standard procedure. No dissection was reported following the procedure. Pre-procedure the ck was 196 and troponin was 0.04, no ckmb was tested. Post-procedure the ck was 178 and troponin was 0.04, no ckmb was tested. The following day the ck was 545, the ckmb was 5.0 and the troponin was 0.06. The ECG lab reported intermittent isolated ventricular premature depolarizations, no new major st-t abnormalities and no new q waves and poor tracing quality due to severe artifact. Per the cec committee this event was deemed an arc peri-procedural pciu thus the code for mi was added to the file. Following the procedure, the patient experienced hematoma and manual pressure and with sandbags treatment was conducted. It was reported that the hematoma was noticed on greater than 5cm of area. The event of hematoma was resolved without sequelae. This was captured as a complaint on the cordis sheath. At 30 day follow-up visit, the patient experienced stable angina. No treatment or testing was conducted to treat angina and no testing was performed to verify the stent patency of the stent implanted during index procedure. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15270407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, procedural and patient issues may have contributed to the reported events.